Manufacturer narrative:
(B)(4). Approximate age of device - 10 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that elevated pump powers in the 8 watt range were observed on (B)(6) 2016 and the patient's lactate dehydrogenase (ldh) level increased from 416 u/l to 521 u/l overnight. It was reported that the patient's ldh is normally in the 400-500 u/l range. The system controller log file was reviewed by the manufacturer's technical services representative and had captured a low speed advisory alarm at 5:10 pm on (B)(6) 2016 with a pump speed of 4150 rpm and the pump power at 20.3 watts. The pump power then immediately returned to baseline after the event. The recorded pump power levels appeared relatively stable throughout the log file with the exception of the low speed event on (B)(6) 2016. On (B)(6) 2016, it was reported that all is well from the vad standpoint and the patient was just in need of physical rehabilitation. No further information was provided.

Manufacturer narrative:
Evaluation of the submitted system controller log file confirmed the reported elevations in the pump power and also revealed low flow alarms and low speed events; however, a specific cause for the changes in the pump parameters could not be conclusively determined. Moreover, a direct correlation between the device and the reported elevation in the patient's lactate dehydrogenase level could not be conclusively determined through this evaluation. Review of the log file showed that pump power generally remained in the range of about 3.8-5.5 watts; however, between 5:09 am and 5:10 am on (B)(6) 2016, pump power ranged from 8.1-20.3 watts, correlating with elevations in the estimated flow up to 11.1 lpm. Also during this time frame, transient low speed operation events were active when the pump speed momentarily dropped below the low speed limit. Following these events, the pump speed immediately ramped back up to the fixed speed and pump parameters reduced down to baseline ranges, suggesting that something may have potentially passed through the pump. Additionally, low flow hazard alarms were captured between 7:30 pm and 7:35 pm on (B)(6) 2016, 10:36 pm and 11:53 pm on (B)(6) 2016, and at 12:30 pm on (B)(6) 2016 when the estimated flow rate was calculated at 2.4 lpm. The pump parameters remained stable for the remainder of the log file containing approximately 9 days of data and the pump speed remained above the low speed limit. No further atypical alarms were captured. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.